Event description:
Reportedly, the device did not switch from aai to ddd pacing in accordance with the aaisafer specifications: in one episode, the device used the pause criterion whereas the device should have switched after two p waves blocked.

Manufacturer narrative:
On (B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4) . Review of the electronic data and files received.